Manufacturer narrative:
Zimmer biomet complaint: (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that implant (tsvb11) was remove due to bone loss at tooth location 8.

Manufacturer narrative:
Upon reassessment of the reported event, it has been determined that this MDR has not been filed under the correct MFR number, therefore, this event will be reported through MFR (0002023141-2019-00490).

Event description:
No further event information available at the time of this report.